Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was attempted to be performed but the event log could not be recovered. During analysis, the reported "ec 1260" problem was able to be duplicated. When performing the self-test at power up the unit alarmed and displayed ec1260, and no further testing could be done. 1260 is an internal eprom data error that can be caused by a faulty battery or board issue. Inspecting the board revealed extensive corrosion on both sides. There is also corrosion on all flex circuits and connecting cables and this was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing a smiths medical cadd legacy pump exhibited an alarm with "error 1260". No patient was involved in this event. No adverse effects were reported.